Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a battery deficiency premature battery depletion issue was observed. The device had an erroneous audible noise issue and was buzzing, stopping and starting. Device remains implanted. No further information available.